Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. The patient denied developing symptoms or receiving medical treatment due to the reported issue. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms or receiving medical treatment. However, this complaint is being reported because, the alleged power issue remained unresolved.